Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified broken crease sharp on radius, broken smooth opening on anterior, striated opening on anterior, creases fold, missing shell, wear abrasion, non-penetrating nicks and stress marks. Base on the device analysis the final assessment is: missing shell due to inconclusive a striated opening on anterior due to surgical damage consist in the use of some surgical tool. A smooth broken on anterior due to smooth opening. A broken crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.